Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the instrument fell apart during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual review confirms internal instrument cable breakage. Fracture surface examination identified tightly twisted cable strands with fairly flat fracture surfaces and evidence of circular material movement, consistent with torsional shear. The above observations are consistent with overtightening of the cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.